Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur.

Event description:
While using a g120 scaler, inserts were getting stuck in the handpiece. On january 18, 2019, the repair investigation found the prophy-jet nozzle was fused inside the handpiece, melted handpiece inside. The unit may have been run without water for a long time. No injury resulted.